Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid concentration not reported at 4.999 mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that they had a fall in (B)(6) 2017 and landed on their right hip. The patient started to have issues with the pump after the fall. The patient had been to the physician about the pump and they increased the medication in the patient¿s pump. No patient symptoms and no further complications were reported.